Event description:
A report was received that the patient was experiencing inadequate stimulation and had difficulty charging the ipg. It was noted that the ipg had migrated. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.